Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunctions: the led (light-emitting diode) unit was broken, and the contacts of the harness were damaged. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the video system center light was flickering. The reported issue occurred during a procedure; the patient was not under anesthesia. The procedure was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found that the white light would flicker when the end of the endoscope went near an object. Additional findings include errors in the error log: e105/106 (led unit error). The harnesses and the contacts of the led unit were burned; both harnesses (white light imaging and narrow band imaging) and the led unit will be replaced. The investigation is ongoing, and a supplemental report will be submitted upon completion or if the user facility provides any additional information.